Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis. Visual, optical, photographic and microscopic examination revealed that the distal section of the device was flattened. Blood was noted in the returned device and the distal radiopaque marker band was missing. Friction/resistance was noted during a patency test due to the observed flattened section. From the information provided and the investigation results, it was concluded that the complaint was associated with a device which met all required specifications when released, yet performance was limited due to procedural factors/operational context, resulting in the reported event.

Event description:
It was reported that following use of a microcatheter (subject device), an anomaly was noted on imaging. The microcatheter was inspected and it was noted that the distal radiopaque (ro) marker band was missing. The distal tip was intact except for the missing ro marker band. The physician was unable to retrieve the marker band as it had migrated in the patient¿s artery. Some resistance was encountered advancing a coil through a second microcatheter and the coil broke as it was being delivered through the stent and into the aneurysm. Several attempts were made to retrieve the coil with snares and a stent retriever. A large portion of the coil was removed with the stent retriever but a small portion of the coil remains in the patient as it could not be removed. There was no immediate patient injury reported; however, the current patient condition is unknown.

Event description:
It was reported that following use of a microcatheter (subject device), an anomaly was noted on imaging. The microcatheter was inspected and it was noted that the distal radiopaque (ro) marker band was missing. The distal tip was intact except for the missing ro marker band. The physician was unable to retrieve the marker band as it had migrated in the patient¿s artery. Some resistance was encountered advancing a coil through a second microcatheter and the coil broke as it was being delivered through the stent and into the aneurysm. Several attempts were made to retrieve the coil with snares and a stent retriever. A large portion of the coil was removed with the stent retriever but a small portion of the coil remains in the patient as it could not be removed. There was no immediate patient injury reported; however, the current patient condition is unknown.